Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial#: unknown, implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During ins replacement for end of service (battery level = 2.32 v), the physician observed the extension end connector was not inside the ins connector and it was broken from the inside of the device. It was unknown what factors contributed, but it was noted the ins was not in the same position as in the x-ray and it had moved. The ins was not attached to the tissue. Pre-operative x-ray noted the extension was broken prior to the replacement surgery. Surgical intervention occurred (B)(6) 2019 to implant new ins, but the extension remained implanted. Extension explant had not been planned yet, as the patient was still deciding on whether or not they would do another surgery and had moved dbs centers for explant. No patient symptoms and no further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis, product ID# 37603: analysis determined that the implantable neurostimulator (ins) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. Product analysis, product ID# 37086: analysis determined that the conductor body of the extension was broken due to over-stress damage. If information is provided in the future, a supplemental report will be issued.